Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: objective lens adhesion cloudy; light guide lens adhesion cloudy; plastic distal end cover collapse; plastic distal end cover discoloration; bending section over or distal sheath chipping; bending section over or distal sheath cracks; bending section over or distal sheath had cloudiness; image guide snake tube had a scratch; jet tube or auxiliary jet channel peeling; product label peeling; suction cylinder paint peeling; scratches on operation side; scratches on connector side; connecting tube has a buckling; nozzle has foreign objects; due to clogging of nozzle, water removal ability does not meet the standard value; control unit is damaged; due to damage on upwards/downwards knob, water tightness is lost,; plastic distal end cover has a burn, and 20) protector of universal cord on control section side has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, buckling near the image guide coil buckling. The issue was found during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that the nozzle was clogged and there was a foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.